Event description:
Information received regarding the explanted device notes that during a routine follow-up, the device was found in back-up mode. An attempt to restore the device was unsuc- cessful and telemetry could no longer be established. The patient's condition was good after the event.